Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to resume using the pump. The customer was advised to contact technical support again if the malfunction code reappeared and acknowledged understanding the instructions.